Event description:
It was reported patient underwent total elbow arthroplasty (B)(6) 2010. Subsequently, a revision procedure was performed due to pain, loosening, metallosis and infection (B)(6) 2012. The ulna, flange components and condyle kit were removed and replaced with antibiotic cement beads. It was additionally reported that during the primary procedure, it was noticed the incorrect flange component was implanted. This incorrect component was replaced with the correct flange component.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state under possible adverse effects that this type of event can occur : "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." And "infection is a rather common problem in elbow procedures." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00258 through 00260).